Event description:
Mea treatment was performed outside of the united states in 2004. Treatment was performed by a physician who had not been trained by a microsulis designated clinical representative. Uterine position was anteverted; uterine cavity length measured to be 120 mm. No pre-treatment ultrasound evaluation or post dilation hysteroscopy was performed; uterine wall thickness unknown. Review of data saved on mea system revealed that during mea treatment, the physician, intentionally turned microwave power on/off by releasing footswitch 16 times during the treatment time period. The duration of treatment time (total power on) was 474 seconds (7.9 minutes). Two days after mea treatment, pt was readmitted to hospital with abdominal pain. Laparoscopy/laparotomy revealed burn on posterior wall of uterus and bowel perforation in sigmoid. Performed hartmann's operation. (No indication of uterine perforation reported; at this time unable to obtain operative report to confirm extent of uterine injury).